Event description:
It was reported that the pulse generator exhibited atrial and ventricular noise reversion episodes. Ventricular oversensing resulted in pacing inhibition. The patient was asymptomatic and the device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.